Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge was filled with 200 units. The customer's blood glucose level was 320 mg/dl, which was addressed with manual injections. The customer successfully loaded a new cartridge onto the pump.